Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. The lead was further found to be fractured and connector pin detached. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were high defibrillation impedance, lead fracture and ¿lead pin separation at the pocket¿. As received, only the connector portions of the lead were returned in two pieces. The reported events of high defibrillation impedance and lead fracture were confirmed. Visual and x-ray examinations showed the right ventricular df1 connector leg was fractured. The cause of the reported events of high defibrillation impedance and lead fracture was isolated to the fractured rv df1 connector leg.